Event description:
This lead was implanted on (B)(6) 2012 and is still actively used. This lead experiences early sensing. The physician was dr. (B)(6) . No other information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).